Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment the terumo introducer sheath was too close which resulted in the stent to inadvertently partially deploy into the terumo introducer sheath; resulting in the reported difficult or delayed activation. As reported, the sheath was manually withdrawn to fully release the stent in the target lesion. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the biliary duct. The 8.0x40mm absolute pro self expanding stent system (sess) was advanced to the target lesion however the sheath was not fully retracted during stent release, resulting in a portion of the stent being released into the sheath. The sheath was manually withdrawn to fully release the stent in the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.